Event description:
It was reported that a trained physician attempted arteriotomy closure using the perclose/proglide device after an interventional procedure. The needl and feet were retracted, but the device would not come out. Surgery was required to remove the device and achieve hemostatis. Visual inspection of the removed device noted plaque on the feet of the device. There were no patient effects. No additional information was available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.